Manufacturer narrative:
Product analysis #705410433:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened pipeline flex embolization device inner pouch and within a dispenser track. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex was returned within the phenom catheter and found to be extending ~49.2cm from hub. The pipeline flex embolization device was then pushed out from phenom for further evaluation. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact and with blood residue. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. The proximal braid end was found to be opened and frayed. The distal braid end was found to be collapsed and frayed with blood residue. (Pli-20) no device malfunction was reported with the phenom-27 catheter. The p henom-27 catheter total length was measured to be ~158.7cm. The phenom useable length was measured to be ~152.2cm. Upon visual inspection, no damages were found with the phenom hub. No bends or kinks were found with the catheter body. No damages were found with the marker band or the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as pipeline braid distal end was found to be collapsed and frayed. Possible cause for ¿failure to open distal¿ is re-sheathing the device more than two times or resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the cavernous sinus segment with a max diameter of 6 mm and a 8 mm neck diameter. The landing zone was 4.7 mm distally and 5.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure was normal. It was reported that one-third of the pipeline stent had been deployed, but it still couldn't be opened. After waiting for a long time, itwas recycled and tried again, but it still couldn't be opened. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the pipeline failure to open was not determined. The distal section of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.